Event description:
It was reported that during a sleeve gastrectomy procedure the surgeon fired the fourth firing with a green reload across the stomach and the right side of the staples were fired but the left side of the staple line by the patient was not visible to the surgeon. When they observed the cartridge the orange drivers were not up in the cartridge in the fired position. The surgeon fired the fifth reload and continued. The surgeon then fired the sixth firing using a blue reload and when the surgeon observed the staple line the middle of the staple line was open but the distal and proximal ends were closed properly. When they observed the cartridge the orange drivers were not deployed in the middle of the cartridge. The staples that did fire were b formed and closed on the tissue properly. The surgeon over sewed both of the incomplete staple lines and completed the procedure. There was no bleeding that required the patient to be administered blood products and no additional time for the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. One piece sled. One ec60a device was returned in good visual conditions and with two cartridges reloads present. The ecr60b (b) was received fully fired. The ecr60g (c) was received with the left side fully fire and the right side, the outer row was fully fired and the inner row was unfired. Upon further inspection, one piece sled was noted to be damage. This damage is consistent with the device being clamped over a hard object. When this happens the staple drivers will not be able to come up due to the obstruction, therefore there is not enough space for the sled pushing the driver to continue its run; this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip or other surgical devices) are included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.